Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Evaluation of the returned product found the rod and rod cap did not catch lens but passed below the iol and iol remained inside cartridge. The top flange appeared to be pushed down correctly. Volume of used viscoelastic material appeared to be enough. We could not determine the exact root cause by the evaluation but it is possible that the user did not follow the instructions. (B)(4).

Event description:
The reporter indicated that the surgeon used a (B)(4) 21.5 diopter preloaded injector. Prior to implantation, when handling the screw plunger, the lens became blocked and was stuck. The reporter indicated it was unknown if there was any patient injury and the surgery was cancelled.